Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Event description:
It was reported that when the patient presented to the clinic, lead dislodgement was noted via a review of chest x-ray on the left ventricular (lv) lead. No electrical anomalies were observed. There were no patient consequences.